Manufacturer narrative:
The device was not returned, therefore no product analysis can be performed. Without return of the product, a conclusive cause cannot be determined. Information references the main component of the system. Other relevant device(s) are: product ID: pb1018, serial (B)(4), use by date 2016-07-28. UDI (B)(4), the original valve (implanted on (B)(6) 2014) was replaced by this transcatheter bioprosthetic pulmonary valve on (B)(6) 2016 and that event was reported in medwatch number 2025587-2016-01194. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that one and a half years after the implant of this transcatheter bioprosthetic pulmonary valve, that had been implanted valve-in-valve, both valves were removed and replaced with a bioprosthetic surgical valve. No other adverse patient effects were reported.

Manufacturer narrative:
Additional information was received that the valves were explanted due to patient outgrowth. Patient weight ((B)(6) lbs) was also added to this report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.